Event description:
A (B)(6) male pt contacted zoll customer support to report a service 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon eval, the monitor belt receptacle was broken from the monitor case. The broken belt receptacle caused wires to be broken within the belt receptacle. The cause for the service code 204 was broken wire in the belt receptacle. The root cause for the damaged wire in the belt receptacle was not positively identified, but was likely caused by physical abuse. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.